Event description:
It was reported the pt's pump was explanted due to volume discrepancies. The full 18ml reservoir volume was noted at refill. A rotor stall was suspected. No rotor study or dye study was performed. The pt recovered without sequelae.

Manufacturer narrative:
Device analysis was not complete as of the date of this report. A f/u report will be submitted when device analysis is completed.